Event description:
During pubovaginal sling procedure, surgeon attempted to place 0 polypropylene suture through cooper's ligament on each side. Arrowhead tip of capio suture detached/broke off and embedded in ligamentous tissues near pubic bone - one on each side.